Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device, location of device: uterus,/perforation (uterus),.") In an adult female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, multiparous, back surgery in 2015, laparoscopic surgery, irritable bowel syndrome, tobacco user, cervical dysplasia and nicotine dependence (cigarettes, uncompl). Previously administered products included for contraception: mirena from 2007 to 2008 and ortho-trycyclen from 2004 to 2006; for an unreported indication: levsin, probiotic, oral contraceptive and yasmin. Past adverse reactions to the above products included device dislocation with mirena. Family history included ischemic heart disease. Concomitant products included buspirone, citalopram, escitalopram oxalate (lexapro) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), headache ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), breast pain ("pain"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), abdominal pain lower ("pain") and back pain ("pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, headache, female sexual dysfunction, rash, skin disorder, ovarian cyst, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, fatigue, dyspareunia, vaginal discharge, breast pain, endometriosis, abdominal pain lower and back pain had not resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, breast pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, rash, skin disorder, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 16-aug-2017: pre and post-op diagnosis: desires sterilization, abnormal uterine bleeding, abdominal pain, pelvic pain diagnosis: 1. Fallopian tubes, excision: one (1) fallopian tube with essure coil. Additional fragments of tubular tissue with serosal adhesions. 2. Endometrium, curettage: proliferative phase endometrium, negative for hyperplasia or carcinoma. Focal areas of breakdown are noted. No increase in plasmal cells is identified. 3. Essure coils: five (5) metallic coils, gross only. Gross examination: specimen #3 29is labeled "essure coils" and consists of five metallic coils ranging from 0.5 to 4.5cm in length; two of the devices are tightly coiled and three are loosely coiled. Essure devices are saved at grossing station. Smear cervix - on an unknown date: within normal limits.. Ultrasound pelvis - on 27-jun-2017: there were 2 double line echogenic structures adjacent to the uterus, which were likely the essure.. X-ray - in february 2010: successful', 'normal', 'looks perfectly in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device, location of device: uterus, perforation (uterus)") in an adult female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, multiparous, back surgery in 2015, laparoscopic surgery, irritable bowel syndrome, tobacco user, cervical dysplasia and nicotine dependence (cigarettes, uncompl). Previously administered products included for contraception: mirena from 2007 to 2008 and ortho-trycyclen from 2004 to 2006; for an unreported indication: levsin, probiotic, oral contraceptive and yasmin. Past adverse reactions to the above products included device dislocation with mirena. Family history included ischemic heart disease. Concomitant products included buspirone, citalopram, escitalopram oxalate (lexapro) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), headache ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), breast pain ("pain"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), abdominal pain lower ("pain") and back pain ("pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, headache, female sexual dysfunction, rash, skin disorder, ovarian cyst, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, fatigue, dyspareunia, vaginal discharge, breast pain, endometriosis, abdominal pain lower and back pain had not resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, breast pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, rash, skin disorder, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: pre and post-op diagnosis: desires sterilization, abnormal uterine bleeding, abdominal pain, pelvic pain. Diagnosis: fallopian tubes, excision: one (1) fallopian tube with essure coil. Additional fragments of tubular tissue with serosal adhesions. Endometrium, curettage: proliferative phase endometrium, negative for hyperplasia or carcinoma. Focal areas of breakdown are noted. No increase in plasmal cells is identified. Essure coils: five (5) metallic coils, gross only. Gross examination: specimen #3 29 is labeled "essure coils" and consists of five metallic coils ranging from 0.5 to 4.5cm in length; two of the devices are tightly coiled and three are loosely coiled. Essure devices are saved at grossing station. Smear cervix - on an unknown date: within normal limits. Ultrasound pelvis - on (B)(6) 2017: there were 2 double line echogenic structures adjacent to the uterus, which were likely the essure. X-ray - in (B)(6) 2010: successful', 'normal', looks perfectly in place. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), rashes or skin conditions, bladder or urinary problems or changes, migraines/headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, migration of essure device, location of device: uterus, "ausea", dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, perforation (uterus) were added. Lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.